Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/27/2013. Evaluation of the device observed confirmed that the product was conform and that the problem couldn't be reproduced. The key chuck attachment w/key has been returned for complaint investigation. Upon receipt it has been confirmed that the product was conform and that the problem couldn't be reproduced. Handpiece was returned for complaint investigation. Upon receipt it was confirmed that the locking mechanism between the handpiece and the attachment was ineffective. The locking mechanism has been repaired. The root cause of the ineffective locking mechanism is currently undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece hub was stuck in the universal handpiece, unable to separate the two parts. The oscillating hub was a synvasive sawblade which cannot be removed from the hub. There was no patient harm or delay reported.